Event description:
The customer observed that quality controls (qc) were out of range low after use of architect stat myoglobin reagent list 02k43-20, lot 60104un23. The customer provided following data for the qc. Low level: 48.9 ng/ml, 47.8 ng/ml with the range 60.2-83.0 ng/ml and high level was 257 ng/ml with the range 339-459 ng/ml. There was no reported impact to patient management.

Manufacturer narrative:
The investigation into this issue found that during manufacturing, the microparticle concentrate used in reagent lot 60104un23 was not properly mixed. As a result, higher percentage of microparticles was added to reagent lot number 60104un23. A product recall letter was issued on 21feb2024 to all customers who have received shipments of architect stat myoglobin reagent lot number 60104un23. The product recall letter notifies the customer of the issue and the potential impact to patient results with use of lot 60104un23. The product recall letter instructs customers to discontinue use of and destroy any remaining inventory of lot 60104un23 according to their laboratory procedures and immediately contact customer support to order a replacement product.

Manufacturer narrative:
Section h4 - device mfg date was updated from 06/06/2023 to 06/29/2023.

Event description:
The customer observed that quality controls (qc) were out of range low after use of architect stat myoglobin reagent list 02k43-20, lot 60104un23. The customer provided following data for the qc. Low level: 48.9 ng/ml, 47.8 ng/ml with the range 60.2-83.0 ng/ml and high level was 257 ng/ml with the range 339-459 ng/ml. There was no reported impact to patient management.